Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32 +4 alumina femoral head; cat#unknown ; lot#unknown. 32e alumina liner; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to pain. An accolade stem, alumina head and alumina liner were revised to a restoration modular stem construct, ceramic head and poly liner.